Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the(B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately six years post filter deployment, patient presented with chest pain and CT showed no obvious pe; a couple of broken prongs were observed in the lower lobe branches. Approximately, four months later, chest x-ray demonstrated wire-like foreign body in the lower lobe branch of the pulmonary artery and these were noted to be detached prongs of the ivc filter. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the ivc, filter migration and pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 06/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, migrated and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant. Detached prongs of the ivc filter were observed in the lower lobe branch of the pulmonary artery; the patient reportedly experienced chest pain. However, the current status of the patient is unknown.